Event description:
The pt received her scs system consisting of an ipg and two percutaneous leads on (B) (6) 2006. It was reported that the pt experienced loss of stimulation and the leads were measuring high lead impedance. The physician replaced the system on (B) (6) 2009. During the procedure, the physician discovered that the first contact of each lead had broken off into the ipg headers. He did not recall if he completely unscrewed the leads from the header before he attempted to remove them. Follow up on the pt found that she is getting good stimulation. The hospital discarded the explanted devices and did not return them to ans for eval.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective reviewed initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.